Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer not being able to recover. A field service engineer (fse) powered off the helmer and the station. The fse replaced the irac board in row 1and done hardware test application (hta) successfully passed, and the pharmacist completed the recovery and inventory of medication in bin 1.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator pocket 1 opened but did not close when prompted. The pocket only closed after the device timed out, and no hardware failures or error messages were displayed after the timeout. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.